Manufacturer narrative:
Concomitant products: 507652 lead implanted: (B)(6) 2005.

Event description:
It was reported that the patient's right ventricular (rv) lead had a confirmed fracture, high pacing impedance, and over thirteen thousand short v-v intervals. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.